Event description:
The patient reported feeling "little shocks" while touching the cart at the store and "discomfort around the pacemaker" recently with no redness or swelling but kind of "pinches and bites". The patient will follow-up with physician. Device is still in use. No further complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.